Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: level a investigation; complaint evaluation/complaint history check for the event(s) that occurred. Severity: a complaint history check was performed and this is the 1st related complaint for needle breaks off during use on lot # 6307903. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Level a event no DHR or qn review is required. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ mini insulin pen needle broke off into the injection site. Consumer reported needle broke off into his injection site during the injection. Denies re-use. No injury, no pain or discomfort, does not intend to seek medical assistance.